Event description:
Synovitis [synovitis], effusion of right knee [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female patient (demographics not provided), initials unknown with kellgren and lawrence grade 3 osteoarthritis in right knee. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous treatment with one course of synvisc (hylan g-f 20) in the right knee (the patient's age at the time of first synvisc injection was (B)(6)). On an unspecified date, the patient initiated treatment with first injection of second course of intra-articular synvisc (dosage regimen not provided), into the right knee. The lot number for synvisc was not provided. On (B)(6) 2000, the patient received treatment with second injection of second course of synvisc. On (B)(6) 2000, the patient developed synovitis of right knee. On an unspecified date the patient developed effusion of right knee. The patient received treatment with intra-articular celestone (betamethasone) and xylocaine (lidocaine) for the events of synovitis of right knee and effusion of right knee. On (B)(6) 2000, the event of synovitis of right knee resolved. The outcome for the event of effusion of right knee was not provided. The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the event of synovitis of right knee was moderate and the intensity for the event of effusion of right knee was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related and did not provide the relationship of synvisc with the event of effusion of right knee. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.